Manufacturer narrative:
UDI: (B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set could not be closed. The issue was identified as soon as the transfer set was taken out of the over pouch for use/placement and the product was not used. There was no patient involved. No additional information is available

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.